Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a damaged conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument was found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged and the wire was not frayed or broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Common causes of damaged insulation instrument conductor wire bipolar are attributed to mechanical impact, such as accidental drops the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. Intuitive followed up but not additional information was available. No cable issue was reported.

Event description:
Refer to h11 for follow-up information.